Event description:
A doctor alleged that a patient's crown debonded approximately (B)(6) weeks after placement with nx3 clear dual cure cement and that the patient had swallowed the crown.

Manufacturer narrative:
To date, the patient is doing fine. The crown was re-cemented with a different product, without further incident. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.